Event description:
The hemodialysis clinic registered nurse reported the pt experienced hypotension and a "seizure" about 7 minutes into treatment. The pt's blood was not returned. Estimated blood loss was 150ml. The pt was sent to the hospital where the dialyzer was changed to the baxter which the pt tolerated well. The clinic medical director diagnosed a dialyzer reaction for the (B)(6) 2014 event. The pt continues on hemodialysis without further effects.

Manufacturer narrative:
Based on the info provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records and treatment data info regarding the reported dialyzer reaction and hospitalization. A supplement medwatch report will be submitted upon completion of the investigation.